Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. The estimated remaining battery longevity was calculated to be at 9.5 years in march of 2019. In (B)(6) 2020, the estimated remaining battery longevity was at 7 years. Now the estimated remaining battery longevity is measuring at 4.5 years. The plan is to continue to check this device every six months until replacement time. No adverse patient effects were reported. This pacemaker remains in-service.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. The estimated remaining battery longevity was calculated to be at 9.5 years in (B)(6) 2019. In (B)(6) 2020, the estimated remaining battery longevity was at 7 years. Now the estimated remaining battery longevity is measuring at 4.5 years. The plan is to continue to check this device every six months until replacement time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Additionally, detailed analysis also confirmed a high current drain as a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. The estimated remaining battery longevity was calculated to be at 9.5 years in (B)(6) 2019. In (B)(6) 2020, the estimated remaining battery longevity was at 7 years. Now the estimated remaining battery longevity is measuring at 4.5 years. The plan is to continue to check this device every six months until replacement time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.